Event description:
It was reported that pt had a scope l knee/debride/chondroplasty procedure without complications in 2009. Cannula was discovered in the knee 4 months later, after film was taken of the total knee. The cannula piece was successfully removed at the time the pt received her total knee. The cannula piece had broken off at the base of the fenestrations. We have not been informed of any other known complications to the pt.

Manufacturer narrative:
The end user retained the cannula tip, and would not release it for our investigation. The end user is unaware of what happened to the other part of the instrument, due to the length of time the piece was in the pt. An electronic photo was provided of the cannula tip that broke off. Without the product in question a complete investigation cannot be done. Device manufacturer date is unk without lot number.